Manufacturer narrative:
(B)(4). Based on the product analysis completed on 7/10/2018, this product event now meets the criteria for MDR reporting. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail, was not reported. (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization procedure, the 6 mm x 25 cm deltafill18 (dlf180625/c41775) thermo-mechanical coil ¿was in and out of the lesion several times¿ so the physician attempted to resheath the coil in order to replace the coil with a different-sized coil, but the delivery wire could not be pulled back appropriately and the coil could not be resheathed. The coil was subsequently replaced. Three coils were then placed to complete the case. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was stored and handled per labeling instructions. The coil delivery system was prepped without any difficulty. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The user did not apply excessive force while unsheathing or resheathing the coil. There was no difficulty encountered unsheathing (stripping away) the introducer tube from the delivery tube of the system. There was no difficulty positioning the coil in the patient. It is not known if there was any apparent damage noted to the embolic coil. No further information was provided. The device was returned for evaluation. The distal end of the embolic coil was located near the distal end of the green introducer. The proximal end of the embolic coil was protruding from the skive of the translucent introducer sheath near the green introducer. There was blood in the translucent introducer sheath. The entire dpu core wire was protruding from the skive of the translucent introducer sheath. The device had been partially unsheathed. There were kinks in the device positioning unit (dpu) core wire approximately 60 cm, between 109 cm and 114 cm, and 163 cm from the proximal end. The ball tip was intact. The embolic coil passed through the skive of the translucent introducer sheath. There was blood on the embolic coil. The embolic coil was kinked. The articulating joint was intact. The resistance heating (rh) coil had not heated. There was blood on the extended coil section of the dpu. The dpu core wire was unsheathed passing into the distal end of the resheathing tool. There was minor plastic remodeling damage to the v-notch of the resheathing tool. Rezipping could not be tested because the embolic coil was protruding from the skive of the translucent introducer sheath. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint of rezipping difficulty was confirmed. The embolic coil protruded from the skive of the translucent introducer sheath, and the dpu core wire remained protruded to the distal end of the resheathing tool. According to the event description, the user was able to advance the device all the way to the lesion, and had attempted to insert it more than once before attempting to resheathe it. This indicates that the embolic coil was not protruding from the skive of the translucent introducer sheath prior to the procedure. It is likely that the user pulled the embolic coil through the resheathing tool when retracting the device. The IFU cautions against pulling the dpu wire back too far when resheathing, as it may cause a softer section of the dpu (or, in this case, the embolic coil) to become exposed. Passing the embolic coil through the resheathing tool, and thus through the skive of the translucent introducer sheath, exposes it to damage, such as the kinks that were observed. The event description does not indicate that any resistance to advancement was encountered, so the observed severe bends in the dpu core wire are likely to have occurred after the reported event, such as during processing of the used device for storage or return. In addition, the presence of blood in the introducer, on the embolic coil, and on the extended coil indicates that insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. While the exact root cause cannot be conclusively determined, the evidence as received highly suggests that circumstances of the procedure may have contributed to the event and damages noted on the returned device. The circumstances of how and when the damage occurred cannot be established as all microcoil systems are tested prior to final packaging. Furthermore, it cannot be determined to what extent (if any) that all the unreported damage found to the device may have contributed to the field complaint, as it cannot be determined when the unreported damage occurred. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization procedure, the 6 mm x 25 cm deltafill18 (dlf180625/c41775) thermo-mechanical coil ¿was in and out of the lesion several times¿ so the physician attempted to resheath the coil in order to replace the coil with a different-sized coil, but the delivery wire could not be pulled back appropriately and the coil could not be resheathed. The coil was subsequently replaced. Three coils were then placed to complete the coil embolization. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was stored and handled per labeling instructions. The coil delivery system was prepped without any difficulty. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The user did not apply excessive force while unsheathing or resheathing the coil. There was no difficulty encountered unsheathing (stripping away) the introducer tube from the delivery tube of the system. There was no difficulty positioning the coil in the patient. It is not known if there was any apparent damage noted to the embolic coil. No further information was provided.